Event description:
Alaris entire pump shut down with red screen alarm while infusing vasopressin and levophed into a critically ill patient. The brain, a pca module and three IV pump modules failed simultaneously.